Manufacturer narrative:
The hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be per formed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clinical research dec-2014 doi: org/10.1016/j.cjca.2014.07.746. Multicentre canadian experience with the heartware ventricular assist device: concerns about adverse neurological outcomes jamil bashir, md, jean-francois legare, md, darren h. Freed, md, phd, anson cheung, md, vivek rao, md, and mustafa toma, md. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The authors concluded that the device adequately supports acutely ill heart failure patients until the time of transplant or recovery. In addition, a high incidence of adverse neurologic outcomes might be related to the large percentage of female patient, the high intermacs levels, or to unknown factors. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. ** note: the second article "heartware-hvad for end-stage heart failure: a review of clinical experiences with </ (greater than or equal to) 50 patients", is captured under MFR # 3007042319-2017-02994.

Event description:
A journal article was received that included a report of three (3) patients who developed pump thrombus, ten (10) patients who developed an ischemic stroke, nine (9) patients who developed a hemorrhagic stroke, five (5) patients who developed other neurological event, eighteen (18) patients who developed right ventricular failure and seven (7) patients who developed gastrointestinal bleeding. This article discussed real world outcomes of seventy-one (71) patients implanted with seventy-two (72) vads between 13-may-2010 and 30-jan-2013 at four (4) canadian centers. All patients included in this study are reported to have had a history of advanced heart failure during maximal medical therapy and were thought to be unable to survive without lvad support. Heart failure etiology included thirty-one (31) patients with dilated cardiomyopathy, twenty-five (25) patients with ischemic cardiomyopathy and fifteen (15) patients with other etiology. Twelve (12) of the patients were reported to have required pre-operative support with extra-corporeal membrane oxygenation. Indications for support included sixty-seven (67) patients implanted with a bridge to transplant indication and four (4) patients with a destination therapy indication. These patients were also reported to have a median age of 53 years and 43 of them were reported to have been male. Of the two patients who experienced a pump thrombus, one underwent a pump exchange while the second patient underwent cardiac transplantation within 48 hours of presentation. One of these patients had an ischemic stroke followed by a hemorrhagic stroke one month later. The five (5) patients who experienced other types of neurological events included patients who developed peripheral neuropathy and transient ischemic attacks. Of the eighteen patients who developed right ventricular failure, only one received an right ventricular assist device (rvad). Neurological events occurred at a higher rate in women than men. The authors concluded that the device adequately supports acutely ill heart failure patients until the time of transplant or recovery. In addition, a high incidence of adverse neurologic outcomes might be related to the large percentage of female patient, the high intermacs levels, or to unknown factors. Further follow up did not yet yield any additional relevant information regarding these events.